Event description:
Procedure: ladg/carcinoma. Reportedly, after sealing a completion tone was heard so the surgeon cut the tissue but bleeding occurred (less than 200 cc). Treated it properly, and used another handpiece for sealing.